Manufacturer narrative:
Software was upgraded by cse that solved the issue of the alleged malfunction.

Event description:
The service report shows, the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.